Event description:
The hcp reported that pt had been experiencing severe pain in the flank area for approximately one month along with increased pain from her chronic pancreatitis. She had reported no sensory symptoms, bowel or bladder sphincter dysfunction, motor weakness, or difficulty ambulating. The pt is receiving dilaudid 40mg/ml at 2.8mg/day and there have been no dose increase recently. An MRI confirmed a granuloma 3-4mm located at t8. A follow up report will be sent when additional information is received.